Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It's recommended to replace downstream sensor.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuously beeping. No reported adverse effects.